Event description:
Device malfunction: failure to deploy/vessel locator wings failed to retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. During step 3 (thumb advancer step), the device came out of the pt's artery. Reportedly, the physician used a 6f introducer sheath. During post procedure device inspection, it was noted that the vessel locator wings were prolapsed and bent. There was no adverse pt sequela. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt nad device information. The device was received. Investigation is not complete.